Event description:
Welch allyn connex spot monitor units on several of the adapter bricks, the rubber feet on the bottom are breaking down significantly. They're becoming very soft and almost gel-like, and the material is spreading and leaving residue on surfaces. We've now seen this on multiple units across the office, so it doesn't appear to be isolated.